Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during an open gastrectomy procedure, the surgeon fired the device at the stomach, but he found some misfired staples at the end of the anastomosis line of the stomach. He had to re-inforce suture at that site to make sure the anastomosis.

Manufacturer narrative:
(B)(4). Batch # m52f45. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.